Event description:
Physician attempted to place a r femoral arterial catheter. Attempted to pass wire after vigorous blood flow noted through the needle. Could not advance the wire and had difficulty retrieving it as well. Once retrieved it was noted to be kinked. No patient injury or complication reported. The patient's condition is reported to be fine.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
Physician attempted to place a r femoral arterial catheter. Attempted to pass wire after vigorous blood flow noted through the needle. Could not advance the wire and had difficulty retrieving it as well. Once retrieved it was noted to be kinked. No patient injury or complication reported. The patient's condition is reported to be fine.